Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6)female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. The coil went in easily but insertion of the other one was difficult and caused pain. In an unspecified date the consumer experienced irregular bleeding or breakthrough bleeding, rash, itching skin, allergic complaints in eyes, pain in head, muscle pain, tiredness, vision problems, high blood pressure, flu-like symptoms, petechial hemorrhages, particularly in the left leg, and tired back. Those events led her to work-related problems. In an unspecified date she contacted her physician. She was treated with thermachoice for menstrual complaints. The outcome was recovered. Essure removal was planned. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced irregular bleeding or breakthrough bleeding. This event is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since an intervention was required (thermachoice) and essure removal will be required. Other nonserious events were reported. At time of report, she had recovered from all reported events. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow-up information was received on 01-nov-2016 from a patient via letter in which she holds bayer liable for the damage caused. Consumer's initials were added. In 2012 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After that treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient was being impeded in her normal daily functioning and patient was suffering from injury. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced irregular bleeding or breakthrough bleeding. According to additional information, this case became potential legal and it was informed that essure (xenobiotic material) was removed. This event is anticipated according to reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. At time of report, she had recovered from all reported events. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 7-dec-2016: no further information available - final report. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced irregular bleeding or breakthrough bleeding. According to additional information, this case became potential legal and it was informed that essure (xenobiotic material) was removed. This event is anticipated according to reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident because device removal was required. Other nonserious events were reported. At time of report, she had recovered from all reported events. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information is expected.